Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast reconstruction with an unknown mentor tissue expander. The tissue expander deflated post procedure. As a result, the tissue expander was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
On 9/6/2018, mentor received additional information: the tissue expander deflated while trying to implant into the patient during procedure, not post procedure. Manufacturer¿s reference number: (B)(4).